Event description:
During the procedure the physician placed a 4f sheath, heartcath 4f cobra typer 70 cm angio catheter into the proper hepatic artery, then a microcatheter (masters) and transend ex .014" were inserted through the angio catheter. When the physician torqued the wire to approach to the right hepatic artery, the wire broke. The physician used a gt 16 guidewire and completed the procedure. No medical sequelae was reported to have occurred with the patient during this event.